Event description:
The customer performed a pre-use check, then noticed that the manual vertilation bag was filling. The pre-use check then failed. On investigation by the theatre technician, found that the mushroom valve controled by emvs was perforated and the other mushroom valves showed signs of distortion. The technician replaced the valves and tried again but with same results. On the third attempt the machine started to work again.